Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "loose stem due to osteolysis. Proceeded to mod-restoration stem and body and head."